Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the event and subsequent treatment appears to be related to procedure circumstances. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment may have prevented the foot from full apposition against the vessel wall. This condition then likely contributed to the unintended system motion causing the foot to end up in the access leading to the difficulty to open or close and the subsequent difficulty to remove. Additionally, the foot position would have also contributed to the needle to cuff miss. Unintended system motion and manipulation of the device with the foot open and interacting with vessel or tissue likely contributed to the reported perforation, hematoma, and laceration (tissue injury). The patient effects of hematoma, perforation, tissue injury are listed in the prostyle instructions for use, potential adverse events, as potential adverse event associated with use of vessel closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a coronary interventional procedure with a 7f sheath. Reportedly, the device felt like it was pulling out, which lacerated the vessel. During step 3, no suture was present. During removal, the foot was unable to be closed. The device was moved around and the foot was eventually able to be closed. The device was then removed; however, a perforation and hematoma were noted. A blood transfusion was used to treat the hematoma and a covered stent was used to treat the perforation and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.